Event description:
Additional information noted that after reprogramming, they could only get the ¿last 3 fingers¿ and a little bit of the shoulder but never the neck. It was stated that on the left side the patient wanted stimulation on their ring and middle fingers, but were getting it on the other 3. It was stated the system was not as effective as the trial. Additional information stated the patient would get a painful jolt when they turned a certain way.

Event description:
It was reported that the patient had essential tremors and "had been given two options, deep brain stimulation (dbs) implant or gaminites done." (The patient did not have any dbs device registered on her name in manufacturer's database and the complaint was most likely on her spinal cord stimulator that addressed the pain.) It was stated that after this experience with the manufacturer she wasn't sure about "monkeying around with her brain." It was stated her next appointment would be in three weeks, on (B)(6) 2013 and the patient had to see a mobility doctor. It was stated that "she was going to tell them she would just as soon take her chances with the gaminites that impacts brain cells, speech or walking and would rather take her chances with that instead of dbs." It was stated that the patient was just getting "super frustrated" and just turned the machine off. It was stated that the device was still not working the way it was supposed to. It was hitting areas it wasn't supposed to and not hitting areas it should be hitting. It was stated she went in and her device was reprogrammed. It was stated the patient was just going to turn "this thing off." It was stated that before she was on morphine 60 mg and hydrocodone and had to be off for a year before she could be considered for the permanent implant. More than one week later it was reported that patient's device was reprogrammed successfully one day before the report. The patient was getting coverage in her areas of pain. It was stated that there were no malfunctions and impedances were all in range. No x-rays or additional diagnostics were performed at this time. It was stated that the patient was getting the coverage needed. It was later reported that the patient "may"have been getting an MRI in two days. It was reported that the patient needed a "bone density scan". Later that day it was reported that the patient experienced stimulation in the wrong location and a loss of therapeutic effect. It was stated that the patient's device "was not working the way it's supposed to". The patient was not getting relief in the correct locations. The patient tried to have a company representative reprogram the device, but "no one has been able to get it work right". About ten days later it was reported that the patient met with a company representative on (B)(6) 2013. She tried reprogramming but was unable to get stimulation where the patient needed it. It was noted that patient's pain was located in the right hand thumb, pointer finger, arm and shoulder and in the left hand ring and pinky finger. The patient had broken her neck and had the CT-c7 fused. Shocking and jolting was also reported. It was unclear if the reporter was referring to the shocking event that was previously reported in manufacturer report # 3004209178-2013-04188, or if this was a new shocking event. Refer to manufacturer report # 3004209178-2013-04188 for additional information on the system replacement. Additional information received reported that the patient still had concerns regarding their device or therapy and they were working with their doctor or medtronic representative. It was also stated that the patient had not sought further help. It was not clear if the patient was seeking help with their doctor and representative or not.

Event description:
Additional information indicated that the patient experienced a shocking or jolting sensation. It was stated that a week and a half prior to the report she turned left or right and she was getting zapped. It was stated that the stimulation was at 4.50v and that she couldn't have it any higher because it was painful. It was mentioned that she broke her foot and had surgery to fix it on (B)(6) 2013. It was stated that hcp (healthcare professional) put a towel over her head during the implant and she got hot and decided to jump off the operation table and leave. Three days later it was reported that the cause of the event was the patient having scs (spinal cord stimulator) turned on too high. Reprogramming was performed on (B)(6) 2013 as an intervention and the patient was happy with coverage. Patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant products: product ID 3776, lot# v979787011, implanted: (B)(6) 2013, product type lead; product ID 3776, lot# v923242001, implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).